Manufacturer narrative:
The insulin pump was received with button response functioning properly. No button error alarms were noted. However, the pump found traces of moisture damage on the keypad trace. The pump was inspected and no trace of moisture damage was found on the electronic/motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error and moisture damage from the insulin pump. The customer's blood glucose reading was 245 mg/dl. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer mentioned that the pump was exposed to sweat. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.